Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of 19mm aortic bioprosthetic valve that now requires valve in valve intervention due to stenosis after an implant duration of nine (9) years, seven (7) months. Patient presented with doe. The patient echo results indicate an ef of 55-6-%, mean gradient of 56mmhg and aortic valve area of 0.39. The patient is scheduled to undergo transcatheter valve replacement at a future date.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Through further investigation, it was learned that the patient underwent a successful transcatheter procedure with no reported complications. This female patient has a history of aortic insufficiency and underwent aortic root replacement with a 21mm cryopreserved homograft in 2000. Coronary artery disease status post history of aortic valve replacement x2.